Event description:
It was reported that during a routine test of the cardiosave intra-aortic balloon pump (iabp) the fiber optic module failure alarm went off. The customer was instructed to switch the pump with a new one and to bring the affected pump to the biomed department for evaluation. It was also reported that the new pump functioned without any issues. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and was unable to reproduce the reported "fiber optic module failure." However, the fse was able to verify a "fault code #53" error in the iabp unit's log files and showed a message stating "fos continuous bit failed." To fix this issue, the fse replaced the fiber optic module. The iabp was able to pass all the leak tests, and the fse performed all functional, and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a routine test of the cardiosave intra-aortic balloon pump (iabp) the fiber optic module failure alarm went off. The customer was instructed to switch the pump with a new one, and to bring the affected pump to the biomed department for evaluation. It was also reported that the new pump functioned without any issues. There was no patient involvement, and no adverse event was reported.